Manufacturer narrative:
Patient age - the units of age were not given provided. Years was chosen as a default. Report source: (B)(6).

Event description:
It was reported that the cadd® cadd® extension set leaked. The customer noticed leakage of medical fluid occurred in the product because the patient's clothes were wet. No patient injury.

Manufacturer narrative:
One cadd extension sets was returned for analysis. Visual inspection performed, and product found to be in used conditions and without its original packaging. The sets was visually inspected, at distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Leak testing was performed using hydrostat vessel and there were no leaks detected. A review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted by quality engineer on 26/nov/2018, to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. The set was inspected prior to packaging, a sample of 32 units was taken to verify that all bonds were properly bonded, and no discrepancies were found. Investigator. Quality personnel verify that tests are properly performed. The root cause is unknown since the complaint was not confirmed. No corrective actions require since the complaint was not confirmed.